Event description:
The surgeon reported the vitrectomy probe was not cutting. The surgeon stated the vitrectomy probe was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).